Manufacturer narrative:
Examination of the returned inserter identified a cyclic stress fracture at the rod connection point that may be related to age fatigue and/or excessive force. A review of the device history record found no material nonconformance's, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release on (B)(6) 2012. Labeling review: "...preoperative warnings 5. Devices should be inspected for damage prior to implantation. 6. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient...".

Event description:
On (B)(6) 2018 a patient underwent an extreme lateral interbody fusion with posterior fixation without any reported issues. On (B)(6) 2018 surgeon was notified of a broken inserter discovered while cleaning. A CT scan confirmed a piece of the inserter next to left screw. On (B)(6) 2018 the patient underwent a revision procedure where the piece of rod holder was successfully removed. No patient injury reported.